Manufacturer narrative:
The reported event of longevity overestimation was reported to abbott. During data review of the session records, analysis found the battery life estimated on the programmer was higher than the actual battery life remaining. This longevity overestimation was determined to be due to an estimation inaccuracy in the programmer software. No device malfunction was identified.

Event description:
During follow-up, overestimation of the remaining longevity was observed. Abbott technical support was contacted and confirmed the event. No intervention was performed. The patient was in stable condition.